Manufacturer narrative:
(B)(4). The analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event description and notes indicates the potential for an improperly installed cartridge; either the cartridge is not fully inserted into the channel or it is "long loaded." If "long loaded" the cartridge extends beyond the cartridge jaws further than it should (holding features of the cartridge are not snapped into the channel slots and the holding features are in front of the channel). If the cartridge is not properly snapped into the channel or is "long loaded", the cartridge can move forward during the firing stroke and some staples may be deployed, the device will continue to cut, and the cartridge may be pushed out. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first firing of the device, the cartridge fell out into the patient. It was retrieved. The device was reloaded with a second cartridge, the surgeon attempted to transect the tissue and it would not fire. A third cartridge was loaded into the device and it fired fine. The procedure was completed without any impact to the patient.